Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the patient's transmitter was out of range for an unspecified amount of time on (B)(6) 2016. No additional event or patient information is available.